Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent and abdominal pain in the context of peritoneal dialysis. While there was no specific infection reported, peritonitis is currently unable to be ruled out as a cause for the two reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy peritoneal effluent and abdominal pain coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The cause of the event, treatment for the event, action taken with dianeal therapy, and patient outcome were not reported. No additional information is available.